Manufacturer narrative:
(B)(6). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2010 patient presented for lumbar spine: upon examination, lumbar spine, range of motion of the lumbar spine is 75% in flexion, extension, axial rotation and lateral bending. Trunk sensation is intact in all nerve root distributions from t1 to t-12. There is no paralumbar tenderness. Muscle strength is 5/5 in the iliopsoas, quadriceps, tibialis anterior, ehl and gastrocsoleus. Sensation is intact in all nerve root distributions. With respect to gait, there is no evidence of at axial. Straight leg raising and contralateral straight leg rising is negative and femoral stretch test is negative as well. Reflexes of the patient's quadriceps and achilles are absent bilaterally. The patient has no clonus and no muscle atrophy is noted. Rapid alternating movements of the upper and lower extremities are normal. (B)(6) 2010 patient underwent MRI of lumbar w/o contrast due to lower back pain, left leg pain, left lower extremity, numbness. Patient underwent x-ray of l-spine 2 or 3 views. Findings: ap and lateral views were obtained. Evaluation demonstrates five non rib-bearing lumbar-type vertebral bodies are identified. There was moderate diffuse degenerative change with multilevel anterior osteophyte formation and endplate degenerative changes at the l4-l5 level. There is no evidence of fracture or significant listhesis. The vertebral body heights and contours are maintained. There is minimal disc space narrowing identified at l2-l3, l3-l4 and l4-l5. Moderate atherosclerotic plaque is seen within the abdominal aorta. Surgical clips are seen in the right upper quadrant consistent with prior cholecystectomy. No abnormal calcifications are present. The bowel gas pattern is non obstructive. The sacrum is obscured by overlying bowel gas and stool. The sacroiliac joints demonstrate mild degenerative changes. (B)(6) 2010, patient underwent MRI scan of his lumbar spine and x-rays reveling no evidence of instability. (B)(6) 2010 patient underwent MRI of cervical w/o contrast due to neck pain and extremity radiculopathy. (B)(6) 2010 patient underwent MRI scan of his cervical spine. Moderate spinal cord compression over multiple levels, c3-4, c4-5, as well c6-7. (B)(6) 2011 patient presented cervical stenosis. (B)(6) 2011 lumbar decompression l3-4 to l5-s1. Preop dx: lumbar spinal stenosis. (B)(6) 2011 patient presented for physical medicine and rehabilitation. (B)(6) 2011 patient presented for having pain in his legs, right sided; from his to his ankles, for which he actually did go to the ER. (B)(6) 2011 patient presented for pain in his right leg, for which we had obtained an MRI of his lumbar spine while being hospitalized; however, his current which showed just thorough decompression and just some fluid collection, but otherwise no significant pathology. (B)(6) 2011 patient presented for persistent pain. (B)(6) 2011 patient presented for chief complaint of back pain. (B)(6) 2011 patient was discharged from hospital. (B)(6) 2011 pre dx: l4-5 extra foraminal hnp with recurrent radiculopathy. Patient underwent the following surgeries: l4-5 right revision decompression; l4-5 transforaminal interbody fusion; l4-5 posterolateral fusion with instrumentation, local bone grafting and rh-bmp2/acs; repair of incidental durotomy. Op note: prepared the l4-5 interspace through a right-sided approach for interbody fusion with a combination of rotating scrapers and curettes, rh-bmp2/acs was reconstituted then placed a 10 x 27 mm peek interbody spacer packed with rh-bmp2/acs within the l4-5 interspace, providing good fixation. After completion of interbody fusion then the surgeon proceeded to place the pedicle screws in l4 and l5 bilaterally. Triggered emgs of all four screws showed no hypersensitivity. Prior to placing each individual screw the transverse processes of l4 and l5 were decorticated with a high-speed bur. Local bone graft was placed for posterolateral fusion purposes as well as rh-bmp2/acs wrapped around plexur p. After completion of my posterolateral fusion I utilized a 40 mm rod to connect the screws at l4 and l5 bilaterally. The top nuts were applied as well as the final locking mechanism. After completion of posterolateral fusion and instrumentation, final x-rays did show great position. The patient was awakened from general anesthesia in stable condition. (B)(6) 2011 patient presented due to intractable back pain. Patient presented for myelo lumbar spine right leg pain and numbness. Impre ssion: successful lumbar myelogram. Please refer to the report of CT myelogram for findings. (B)(6) 2011 patient admitted for evaluation of back pain and lower extremity and penile edema. (B)(6) 2011 patient presented for follow-up. He had been recently diagnosed with a cellulitis of his penis. (B)(6) 2011 patient was admitted to hospital for further evaluation of back pain and lower extremity and penile edema. (B)(6) 2011 patient presented for xr l-spine 2 or 3 views. Impression: status post posterior lumbar fusion and laminectomy at l4-5. Xr pelvis I or 2 views due to pelvic pain; status post lumbar surgery. Impression: mild degenerative changes of the hips. (B)(6) 2011 patient was presented to hospital for follow-up with his x-rays of his lumbar spine. He continues to report persistent pain. (B)(6) 2011 patient presented for emg of the right leg. Impression: 1. No peripheral sensory neuropathy, 2. Normal peroneal motor values. Borderline tibial motor amplitude with prolonged f-wave. 3. Mild chronic neurogenic changes on needle examination in selected l5-s1 groups; paraspinal exam deferred. 4. Clinical and imaging correlation recommended with respect to l5-s1 root irritation. No preoperative studies are available for comparison. (B)(6) 2011 patient presented for follow-up. (B)(6) 2011 patient presented for xr hip 1 view rt xr pelvis 1 or 2 views due to pain. Right hip: impression: minimal lateral acetabular degenerative change. (B)(6) 2011 patient presented for CT l-spine w/o due to low back pain; status post-surgery (B)(6) 2011. Impression: 1. Extensive post-surgical changes l4 and l5. 2. Extensive posterior paraspinal fluid and/or edema although tills appearance has improved compared to the CT study of (B)(6) 2011. (B)(6) 2011 patient reported for persistent pain. (B)(6) 2011 xr: there are pedicle screws in place at l4 and l5. There is a fusion device in the l4-5 disc space. The vertebral bodies have normal height and alignment. A mild dextroscoliosis is present. Mild degenerative bony spurring is present in all of the lumbar disc levels. No bony erosive or bony destructive changes are seen. (B)(6) 2011 patient presented for intermittent radiation to his right buttock. (B)(6) 2011 patient presented for follow-up to hospital. (B)(6) 2011 patient presented for intermittent radiation to lot of pain. (B)(6) 2011 patient presented for persistent pain both in his back and radiates down his right leg. (B)(6) 2011 patient presented for follow-up to hospital. (B)(6) 2012 patient presented for follow-up for narcotic management. (B)(6) 2012 patient presented for follow-up to hospital. (B)(6) 2012 patient presented for follow-up to hospital for injections. (B)(6) 2012 patient presented for xr l-spine 2 or 3 views. Impression: degenerative changes are noted. There has been a previous fusion procedure at l4-l5. The findings are unchanged. (B)(6) 2012 patient presented for follow-up radiates from his buttock into his right leg and foot. (B)(6) 2012 patient presented for follow-up for his back and his leg pain. (B)(6) 2012 patient present due to fallen when his leg giveaway. (B)(6) 2012 patient presented for follow-up due to continues to report persistent right leg pain. (B)(6) 2013 patient presented office in follow-up for his persistent debilitating right leg pain.